Manufacturer narrative:
It was reported that the battery does not work. There was reportedly no patient involvement. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. H3 other text: device not returned for evaluation.

Event description:
It was reported that the battery does not work. There was reportedly no patient involvement.